Event description:
The account alleged that the wire tie broke on the side rail and the pin fell out and now the side rail will not latch in the up position. No pt impact.

Manufacturer narrative:
The account replaced the side rail latch wire tie and pin to resolve the issue.